Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent system products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issues. Investigation summary: the sample was returned for evaluation. The returned catheter sample was found in used condition with fully functioning deployment mechanism. The deployment mechanism was found not sufficiently activated such that the thumb slider was not in end position, and the pusher was approximately 13mm inside the stent sheath. A device deficiency could not be found, and during evaluating the system could be easily activated leading to successful deployment motion at regular low force level. The stent must have been partially deployed inside patient, but it was not known why the user did not fully activate the deployment mechanism. Images demonstrating partial deployment or stent elongation/ deformation were not provided. The lesion was pre dilated, and the vessel was slightly calcified, and the proximal end of the stent was in a curved section of the vessel. Based on the investigation of the provided information, the investigation is closed as confirmed for partial deployment of the stent. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Holding and handling of the system throughout deployment was found sufficiently described, in particular the instructions for use state: 'do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment'. The instructions for use further state: 'place your finger in front of the deployment slide and slide it from the distal to proximal end¿ and 'to ensure correctly deployed stent length, fluoroscopically monitor the distal stent end initially until wall apposition then monitor the delivery system proximal radiopaque marker relative to the proximal edge of the target site. Deployment of the stent is complete when the proximal stent end opposes the vessel wall, and the sheath radiopaque zone is proximal to the proximal end of the stent'. Regarding pta the instructions for use state: 'predilation of the lesion should be performed using standard techniques'. A stent size selection table is part of the instructions for use. H10: d4 (expiration date: 09/2024), g3, h6 (component) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that during a stent placement procedure in the superficial femoral artery via the femoral access, the proximal portion of stent allegedly did not open properly. It was further reported that the stent allegedly slightly elongated. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent system products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the superficial femoral artery via femoral access, the proximal portion of stent allegedly did not open properly. It was further reported that the stent allegedly slightly elongated. The procedure was completed by using another device. There was no reported patient injury.